Manufacturer narrative:
Weakness and gait disturbance are known side effects listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Following focused ultrasound treatment for essential tremor, during the afternoon of the treatment day, the patient experienced ongoing weakness in the lower extremities, which has resulted in difficulty walking. One week post- treatment, it was reported that the condition persisted.

Manufacturer narrative:
No device malfunction detected. Treatment parameters in line with typical range. Weakness and gait disturbance are known side effects listed in the information for prescribers. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Following focused ultrasound treatment on the left side for essential tremor on the right hand, during the afternoon of the treatment day, the patient experienced ongoing weakness in the lower extremities, which has resulted in difficulty walking. One week post- treatment, it was reported that the condition persisted.